Manufacturer narrative:
H.6. Health effect-f15 recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants are showing irregularities and possibly broken".

Event description:
Patient reported "inferior products which failed and were broken"" this record relates to the left side. The device has been explanted.